Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needed meter replacement. The customer states they had been running high without the meter. The customer's blood glucose level had been over 500mg/dl. The customer treated the highs with pump. The customer declined to troubleshoot the highs.